Event description:
It was reported that the patient was hospitalized due to an increased pain to the entire back. The physician believed that it was not device or procedure related and the cause was unknown. The patient was prescribed with medication with no relief.